Event description:
I changed my site at 9:30 in the morning, I filled my cartridge with 180 units. Over the next 4 hours, I could hardly keep my blood sugars over 70, and consumed nearly 300 carbs- which would be a lethal amount of food. I did not bolus, and my pump was in auto suspend for around 60% of the time. I changed my site at around 1:30 pm, knowing that something was not right. I drew out the insulin in my cartridge, assuming I had nearly the entire 180 units left (minus the 15 or so units in the tubing and cannula) I had 130 units left exactly. During the course of those 4 hours, my pump had given me between 30-35 units of insulin. This would explain my food intake. This is all well documented, and I am happy to send you my report. My doctor, and educator, looked at my download and could not see any human error. Those 35 units are unaccounted for, they had to have gone into me. I have given tandem the opportunity to communicate with me and I have silence now. I am certain this happened. I am a well controlled type 1 diabetic, my a1c last month was 6-1- I know what im doing. If I had gone to bed, etc, I could have died, this is very serious. I have the document ready to send, my email is (B)(6), please let me know where you like me to send my account of events. FDA safety report ID # (B)(4).